Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during a hernia surgery at l5-s1 a rigid flexible arm was unable to be fixed properly and caused a tube retractor displacement. Thus, the tube retractor had to be readjusted several times intra-operatively. The surgical time was extended. Postoperatively it was found that the flex arm felt as if its holding was not stable enough.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.